Manufacturer narrative:
Additional information for lot # ppwv22. Device manufacture date for lot # ppwv22: (B)(6) 2003. A supplemental report will be submitted upon completion of the investigation. This is the same event as stryker reference number (B)(4).

Event description:
It was reported that these products did not pass the inspection for (B)(4).